Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient under an excision of facial tumor on (B)(6) 2021 and suture was used. During the procedure, the suture got pulled off of the needle when pulling to knot the suture. Another like device was used to complete the procedure. No adverse consequences were reported. No additional information was provided.